Event description:
It was reported that after placing two stents in a distal svg to the om, the wire separated while removing the interventional devices.it was reported that the wire had been a loop type position during the procedure. Initially attempts to remove the wires were unsuccessful, so the pt was sent to the ICU for observation. Reportedly, the pt was stable but did have a rise in cpk values (unknown result). The pt returned to the cardiac catheterization laboratory the following day and the wire fragment was retrieved using a snare device.